Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "dr was inserting 2080-xxxx screw in to cup. Tip of driver broke off in screw head."